Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ib endoleak from the right side and secondary endovascular procedure was confirmed. The event is most likely user related due to the off label iliac anatomy. The procedure related harms for this event could not be determined. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, a right-side type ib endoleak was detected by CT (computed topography) during routine follow-up. The physician elected to treat the patient by embolizing the hypogastric artery and implanting an additional iliac limb ovation ix device on (B)(6) 2019. The endoleak was successfully resolved and the patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment determined that the initial implant was an off-label case due to right coronary iliac artery measuring at 50.6mm (IFU states the measurement should be between 8- 25mm) and the sac size was 70.2mm.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) month post initial procedure, a right-side type ib endoleak was detected by CT (computed topography) during routine follow-up. The physician elected to treat the patient by embolizing the hypogastric artery and implanting an additional iliac limb ovation ix device on (B)(6) 2019. The endoleak was successfully resolved and the patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.